Event description:
Boston scientific received information that during a routine follow up, this zoom latitude programmer emitted smoke from the programmer during device testing. A programmer malfunction was suspected. The programmer will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the programmer was performed. Visual observation of the programmer revealed that the handle was cracked and the rear housing and display cover had deep scratches. Both of these components were removed and exchanged. Additional interrogation with the programmer found that it past several field test. Additional analysis verified voltages on predetermined test points were within normal operating range of 2.5v. Also verified r821 and r822 resistor rework on the programmer. It was also noted that additional thermal and heating testing found that no heating or cooling was needed to change the temperature of the programmer.

Manufacturer narrative:
The programmer will be returned for analysis. To date, the programmer has not been received at boston scientific. Upon receipt the programmer will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.